Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The battery was replaced with a known good battery to retrieve the receiver download. A receiver download was performed and rtt loss was observed. The receiver case was opened, and an internal visual inspection was performed failed due to moisture damage. Confirmation of the complaint was confirmed. The probable cause was moisture damage.